Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found a damaged vacuum pump membrane. After replacing, the customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter questioned ise results for multiple patients tested on a cobas 8000 ise module. Of the data provided, discrepant sodium (na) results were identified. The following is an example for 1 patient sample: the initial result was 136.2 mmol/l. The repeat was 147 mmol/l. The questionable results were reported outside of the laboratory. The na cartridge lot number with expiration date was not provided.